Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with loss of pacing on the right ventricular lead. An xx-ray was taken, and it was noted that the lead had dislodged. Programming changes were made. The patient then presented for a procedure on (B)(6) 2019, where the lead was repositioned. The patient was stable.